Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurses swapped to this new arctic sun device and even changed out arctic gel pads. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. Mss had the nurse stop therapy, drain pads and disconnected. Draining took extremely long time. Nurse walked through reconnect. Mss had nurse placed device in manual control at 39.2f. Outlet monitor temperature (t1) was 44.4f, outlet control temperature (t2) was 44.4f, inlet temperature (t3) was 84.9f, chiller temperature (t4) was 41.4f, water flow rate was 0, inlet pressure was 0, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 5, system hours was 4576.1, pump hours was 4410.2. Device alerted 41 low internal flow. Mss advised to send this device to mss as well.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. Nurses had swapped to current device after troubleshooting on another device. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was alerting air leak and no flow. Nurse tried to start therapy and unable to get device to work. Four pads were connected with no bends or kinks. Mss walked through stop therapy, drain and disconnect the pads. Mss had the nurse reconnect holding nowhere near clear connector and verified audible clicks with each connection. Device primed for quite some time. Nurse continued to alert air leak. System diagnostics were outlet monitor temperature (t1) was 48.6f, outlet control temperature (t2) was 48.6f, inlet temperature (t3) was 81.1f, chiller temperature (t4) was 38.3f, water flow rate was 0.5 l/m, inlet pressure was -3.2 psi, circulation pump command was 100 percent, mixed pump command was 100 percent, system hours was 6633.2 and pump hours was 6042.3. Nurse would send device to mss and swap out for ed's device. Per additional information received on 03oct2022, it was reported that the nurses swapped (B)(4) to this new arctic sun device and even changed out arctic gel pads. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. Mss had the nurse stop therapy, drain pads and disconnected. Draining took extremely long time. Nurse walked through reconnect. Mss had nurse placed device in manual control at 39.2f. Outlet monitor temperature (t1) was 44.4f, outlet control temperature (t2) was 44.4f, inlet temperature (t3) was 84.9f, chiller temperature (t4) was 41.4f, water flow rate was 0, inlet pressure was 0, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 5, system hours was 4576.1, pump hours was 4410.2. Device alerted 41 low internal flow. Mss advised to send this device to mss as well. Per additional information received via follow-up on 17oct2022, nurse stated patient did not complete therapy with arctic sun devices or pads, patient completed therapy with a cooling blanket. No reported injuries. Devices were sent to biomed, nurse had no additional information regarding either device or pad. All pads were disposed of and unavailable for return. Per additional information received via follow-up on 24oct2022, it was stated there was no issue with the device, the device was working fine. Stated that the device was not filled correctly at the time. Per wo update on 06jan2023, weak circulation pump, recommending device be sent in for 2000 hour preventive maintenance service.